Event description:
The manufacturer received information alleging a ventilator failed to cycle and failed to deliver pressure. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's tubing connecting the porting block adaptor to the active exhalation control module and sensor board were found to be disconnected. The device's tubing was reconnected to address the issue. The device had evidence of tampering. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The device's oxygen flow element was replaced to address the issue.